Event description:
It was reported that there was an right ventricular (rv) lead alert for high rv coil and high superior vena cava (svc) coil impedances. Since the alert, the rv lead has had varying impedance with both rv and svc coils. It was also noted the rv pacing lead exhibited high thresholds, and the leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. The analyst noted that beginning (B)(6) 2015, the max rv capture thresholds measured 2.5 v and consistently measure 2.5v. The rv pacing impedance is within range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.